Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the missing needle. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were present at the bend area, inner cutter was slightly bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle was missing which confirms the reported issue of outer sheath of probe fell off. The exact root cause of the needle missing cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the missing needle. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that outer sheath of the vitrector fell off during vitreoretinal surgery. Procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).